Event description:
It was reported that there was a loss of therapeutic effect. Patient¿s symptoms included lethargy and motor weakness. There was no known incident or accident related to the complaint. Patient recently had their implantable neurostimulator (ins) replaced on (B)(6) 2014. The left side was at 3.70 and the right side was at 3.20. Since (B)(6) 2014 the patient had been experiencing ¿real lethargic and legs felt like they would not move. On (B)(6) 2014, since the patient had been up it took the patient a long time to do anything, to even walk to the bathroom. If she went to the bathroom she was too weak to pullup her pants.¿ on (B)(6) 2014, the patient¿s healthcare professional (hcp) checked the settings and the hcp increased from 3.20 to 3.50 on right side and it was noted that ¿mama got perkier.¿ patient¿s eyes opened up wide and was walking well on the night of (B)(6) 2014. On the morning of the date of this report when the patient got up she went into the bathroom and was trying to get dressed but could not stand up straight to pull up pants. Patient¿s daughter had to guide her over to her chair because the patient was bent over at the waist. It was noted that the daughter stated ¿she knew it had to do with parkinson¿s because she had seen it before.¿ the patient was at 3.70 on the left side and 3.30 on the right side and was up to 4 sinemet a day. Patient¿s daughter was afraid of going up too high with stimulation. The patient was not scheduled to see the hcp until the month following the date of this report. It was further noted that it was hard to tell if one side was worse than the other but the patient was leaning left. It was noted that this would be the patient¿s first visit to the hcp. It was noted that the patient was doing fine and then on the morning of (B)(6) 2014 the patient woke up feeling sluggish, muscles did not want move and she was lethargic. On (B)(6) the patient was told to increase sinemet to 1 whole pill 4 times a day and to increase amplitude. Patient¿s daughter stated ¿if she did not move around she was going to be so stiff.¿ it was further noted that the nurse had come by on the date of this report to change the intravenous dressing. Patient was on an antibiotic. Additional information was requested but had not been received as of the date of this report. Reference manufacturer¿s report number: 3007566237-2014-01392.

Manufacturer narrative:
Concomitant: product ID 3387-40, lot# j0545158v, implanted: 2006-(B)(6), product type lead. Product ID 748251, serial# (B)(4), implanted: 2006-(B)(6), product type extension. Product ID 3387-40, lot# j0555533v, implanted: 2006-(B)(6). Product type lead, product ID 748251, serial# (B)(4), implanted: 2006-(B)(6), product type extension, product ID neu_ins_stimulator, implanted: 2014-(B)(4), product type implantable neurostimulator. (B)(4).